Event description:
It was reported that "''most of the reamers, even after all the measures put in place to clean them, such as ultrasonic cleaning, swabbing, and connecting them to a washer-disinfector to wash the cavities, still have traces on the inside that are sometimes difficult to identify, such as blood or red metal. These reamers were removed and replaced with new ones. Despite the vigilance that has been put in place, it still happens that a dm is delivered to the or with insufficient cleaning, which causes the dirt to be diluted when the steam comes into contact with it, so that the tray cannot be used - dirty reamers detected when the tray is opened in the or). After all these incidents and the number of reamers removed because of non-compliant cleaning, and our commitment to providing a clean and functional dmx, our request is that the supplier/manufacturer take the position of making these dmx single use.'' For 2024: we had to order 51 reamers, all references combined, to replace the non-compliant ones.''.

Manufacturer narrative:
The reported event could be confirmed during the investigation. The affected device has not been returned, however, photos were received. The reported event could be confirmed, as a substance, possibly dried blood and/or corrosion, is visible inside the device's cavity. Despite the requests made, the products used and the parameters chosen during cleaning and sterilization have not been communicated by the user. Without this information and without the return of the devices for proper inspection, no detailed investigation was possible. Therefore, the exact root cause of the reported event could not be determined. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. If any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report.

Event description:
It was reported that "''most of the reamers, even after all the measures put in place to clean them, such as ultrasonic cleaning, swabbing, and connecting them to a washer-disinfector to wash the cavities, still have traces on the inside that are sometimes difficult to identify, such as blood or red metal. These reamers were removed and replaced with new ones. Despite the vigilance that has been put in place, it still happens that a dm is delivered to the or with insufficient cleaning, which causes the dirt to be diluted when the steam comes into contact with it, so that the tray cannot be used - dirty reamers detected when the tray is opened in the or). After all these incidents and the number of reamers removed because of non-compliant cleaning, and our commitment to providing a clean and functional dmx, our request is that the supplier/manufacturer take the position of making these dmx single use.'' For (B)(6) 2024: we had to order 51 reamers, all references combined, to replace the non-compliant ones.''